Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu), serial number: (B)(6), could not be confirmed. The mpu was evaluated at the service depot, and the unit was functionally tested. The mpu was found to function as intended during analysis. The reported event was unable to be reproduced during this evaluation, even with the mpu supporting several days of pump operation. Preventative maintenance was performed, and a full functional checkout was completed. The unit passed all testing and was returned to the customer. The provided information stated that the mpu was alarming and did not have power, although the ac power in the house was not interrupted. Additional information provided clarified that the mpu was not providing power to the system controller. Multiple good faith effort (gfe) attempts were sent to inquire if any log files of the reported event were available; however, no response was received. The root cause of the loss of power to the mpu could not be conclusively determined through this analysis. Incidental findings: small cut in the mpu patient cable¿s outer jacket. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: 20480600, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit was alarming and did not have power although the power source in the house was strong.

Manufacturer narrative:
Section a4 correction. Section b5 correction. Section h6 correction: medical device problem code 4015 - complete loss of power added. Section h8 correction. Manufacturer's investigation conclusion: the reported event of a loss of power while connected to the mobile power unit (mpu), serial number: (B)(6), could not be confirmed. The mpu was evaluated at the service depot, and the unit was functionally tested. The mpu was found to function as intended during analysis. The reported event was unable to be reproduced during this evaluation, even with the mpu supporting several days of pump operation. Preventative maintenance was performed, and a full functional checkout was completed. The unit passed all testing and was returned to the customer. Additional information provided clarified that the mpu was not providing power to the system controller. Multiple good faith effort (gfe) attempts were sent to inquire if any log files of the reported event were available; however, no response was received. The root cause of the loss of power to the mpu could not be conclusively determined through this analysis. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient stated that the mpu alarmed a few times and was showing as if they weren't getting power to the system controller. The patient stated that no other power to the house was interrupted.

Manufacturer narrative:
D4: product information corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.